Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that the generator continued output (latched on) after the activation was released. In the urology room the surgeon reported that in two cases during the day (a thursday), the generator latched on after activating the device and trying to deactivate it. In one case, it was being hand activated with the hand piece switch and in the other it was being foot activated (MFR report # 1717344-2010-00961). In the hand switch activation, the foot pedal was also connected. The generator latched multiple times in each case. The nurse rebooted the generator to clear activation, and used the same unit to complete case. The biomedical engineer suspecting the foot pedal, replaced the foot pedal. The biomedical engineer checked the foot pedal he had removed and found no problem with it. In both cases all the same equipment was used to complete the cases. There was no pt injury.